Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating blood glucose while using the ilet, including hypoglycemia to 57 mg/dl treated with oral carbohydrates and subsequent hyperglycemia up to 380 mg/dl after a supply change and meal with a reduced meal announcement; the user paused pump delivery and self-administered 6 units of rapid-acting insulin off-pump before reconnecting. Symptoms included low and high glucose readings without loss of consciousness, diabetic ketoacidosis, or need for professional medical intervention. Outcomes included temporary interruption of pump therapy and user-administered oral glucose for hypoglycemia. Investigation included troubleshooting and education on meal announcements, infusion set assessment with no leak or kinking observed, and follow-up monitoring. Investigation of this case revealed no device alarms and that the glycemic excursions were temporally associated with meal handling and a pause in insulin delivery while the system was early in its learning period. It was concluded that the cause of the hypoglycemia and hyperglycemia was unclear and that device malfunction was not confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.